Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that at the time of cuff check, the endobronchial tube cuff inflated asymmetrically. No patient harm. Reintubation of a replacement tube was required. No adverse issue has been reported from the customer.